Event description:
Per the audiologist's report, the patient experienced facial nerve stimulation (fns) when hist left cochlear implant system was stimulated (patient is bilaterally implanted). The sound processor was reprogrammed but the problem was not resolved. The results of an integrity test were consistent with normal device function. A stenver's view x-ray was done. The surgeon reportedly suspected that the array was in the scala vestibuli and/or that there is an opening to the internal auditory meatus (iam) which is causing current leakage to the facial nerve. The surgeon reportedly commented that to resolve the fns, teflon should be placed around the opening of the iam when a new device was placed in the scala tympani. The patient was explanted and reimplanted in 2007.

Manufacturer narrative:
This is a final report.this type of event is addressed in the device labeling.